Manufacturer narrative:
Corrected information provided in h.6:. In previous report, some patient codes were not included. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. The file has been opened from a literature report "multicenter visual outcomes comparison of 2 trifocal presbyopia-correcting iol: 6-month postoperative results". The manufacturer internal reference number is: (B)(4).

Event description:
In a literature report entitled "multicenter visual outcomes comparison of 2 trifocal presbyopia-correcting iols: 6-month postoperative results" the authors evaluated visual performance of the iol at 6 months post implantation. This was a multi-arm, randomized study. 93 subjects were implanted bilaterally with the iol. Overall, 5 reported halo vision, which commenced within 1 to 2 weeks after implantation and resolved without intervention. One subject reported bilateral postoperative glare. Of the eyes with pco, 5 eyes had posterior capsulotomy during the study. There was 1 event of retinal tear and 2 events of retinal degeneration reported.